Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the oxygen sensor and the device then passed all testing.

Event description:
It was reported that a ventilator oxygen (o2) sensor was found cracked. The device was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.